Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 02/07/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - urinary problems. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total abdominal hysterectomy, bso . It was reported that following insertion the patient experienced pain, extrusion, urinary problems, neuromuscular problems and vaginal scarring. It was reported that the patient underwent removal of anterior abdominal wall mesh, on (B)(6) 2012, due to vaginal mass with severe pelvic pain. It was reported that the patient underwent removal of foreign mass from bladder-mesh may have eroded bladder on (B)(6) 2013 due to pain in lower back and side in vaginal area. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) at (B)(6) medical center.